Manufacturer narrative:
Investigation summary: a device history record review was completed by our quality engineer team for provided lot number 9126532. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. Investigation conclusion: as a sample was unavailable for return, a thorough sample investigation could not be completed and therefor the failure was not confirmed. Further action has not been determined necessary at this time. Our quality team will continue to monitor the manufacturing process for this defect and other emerging trends. Root cause description: based on the investigation results, an exact cause for this incident could not be identified. Rationale: no CAPA - based on an evaluation of severity and frequency, no corrective action was performed also the complaint was not confirmed as manufacturing related since the sample was not received.

Event description:
It was reported that saf-t-intima w/prn yel 24ga x .75in had foreign matter. The following information was provided by the initial reporter: on (B)(6) 2021, when the nurse in the emergency department gave the patient intravenous infusion puncture, she found many yellow spots on the heparin cap of the closed autoretractive indwelling needle, and felt sticky on the hand.